Manufacturer narrative:
Concomitant medical products continued: dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. There was abrupt change in the lv lead capture trend and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.